Manufacturer narrative:
(B)(4) - a review of the manufacturing records for the device could not be conducted because the lot # remains unknown. Campos, sara, gomes, dario, and sofia, carlos. "Transjugular intrahepatic portosystemic shunt in refractory hydrothorax ¿ a contribution to an unexplored indication" published in european journal of gastroenterology & hepatology, june 2016.

Event description:
This information was received through literature article "transjugular intrahepatic portosystemic shunt in refractory hydrothorax ¿ a contribution to an unexplored indication" published in european journal of gastroenterology & hepatology, (B)(6) 2016. This article is a retrospective study including patients with refractory hydrothorax undergoing tips between 2000 and 2014. The aim of this study was to evaluate the efficacy and safety of tips in patients with refractory hydrothorax. The article reports one patient death within 30 days of tips creation due to liver ischemia.